Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 1 month after implant placement. The bone quality was not "reported". The oral hygiene around implant site was good. Local infection, pain and peri-implantitis were found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.